Event description:
Customer reported unexpected negative results when testing a patient sample with a known anti-s on the echo. Repeat testing resulted positive (3+).

Manufacturer narrative:
Review of results: initial testing on the echo: sample was drawn on (B)(6) 2010 and tested on (B)(6) 2010. Capture-r ready screen 3 (crrs3); strip lot r089. 0 strip 2 (donor negative for s ) well 1=0 . The review of the image appears as negative.0 strip 2 (donor heterozygous for s ) well 2=2. The review of the image appears as negative.0 strip 2 (donor homozygous for s ) well 3=2. The review of the image appears as weak degree of adherence.4+ strip 2 well 4=100.repeat testing on echo:crrs3 strip lot r089 0 strip 2 (donor negative for s ) well 1=0 the review of the image appears as negative3+ strip 2 (donor heterozygous for s ) well 2=70 the review of the image appears medium to strong degree of adherence3+ strip 2 (donor homozygous for s ) well 3=65 the review of the image appears medium to strong degree of adherence.4+ strip 2 well 4=100.a service call was made. Troubleshooting revealed issues with peri-pump. Replaced peri-pump and made adjustments as necessary. Instrument was tested and found to be operating within specifications.